Event description:
It was reported that an ilet did not appear to charge, with the device remaining at 2% despite the charger light being on; when the user reseated the device on the charger, charging resumed without issue. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Customer care provided support that included user education and on-call troubleshooting to verify charger indicator status and device responsiveness. Investigation of this case revealed normal operation after reseating on the charger, consistent with intermittent charging connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or connection-related and not a device malfunction.